Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient dob not provided by reporter. Unknown when the helical blade had cut out of the femoral head or when pain started. Additional product code: hsb. No product will be coming back. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Part mfg date: 08/22/2014, part exp. Date: 07/2023. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows lot # 7759730 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition, disposition is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tfn revision was performed on (B)(6) 2015. The patient presented with hip pain and x-rays showed that the helical blade had cut out of the femoral head and was protruding into the acetabulum. The original procedure to repair a left femur fracture was performed on (B)(6) 2014. Removed hardware included a long blade, a long nail and a distal locking screw -all which were intact. The patient was revised to another construct which included a shorter helical blade. The construct was repositioned in a better area of the femur with better bone. Patient co-morbidities include osteoporosis. No reported delays, fragments created/left behind, no additional medical intervention. The procedure was successfully completed. This report is 1 of 3 for (B)(4).